Manufacturer narrative:
Based on available information, medical determination is that a recurrence of this malfunction is likely to lead to or contribute to a serious injury/serious illness to a pt. A malfunction that leads to an increase in the leakage of fecal material from the device exposes the pt to the risk of wound contamination which may result in wound infection. Although the risk of wound contamination by fecal matter is greatly reduced with the use of the fms device when compared with other methods, the possibility cannot be completely ruled out. The product insert under precautions and observations warns and users to provide for skin care and interventions as some 'leakage of stool around the device' is to be expected. In the hospital settings where these devices are used, the standard clinical practice is to cover wounds with appropriate barrier dressings to facilitate healing and to further reduce the risk of fecal contamination. It was reported that a new product was reinserted the following day. No other pt/event details are known at this time. A return sample for evaluation is not expected. Note: the actual date of event is unknown, so the date used was the date convatec became aware (B)(6) 2013.

Event description:
Balloon burst: reporter states via email that they had an issue with the balloon port on the flexiseal signal during the previous evening. The reporter indicated the product was "leaking out fluid after the balloon was inflated with 45 ml."